Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as surgical damage. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ extrusion: unable to observe since it is not related to the device. ¿ infection (early onset): unable to observe since it is not related to the device. Additional observations: ¿ crease flat observed inside the device.

Event description:
Healthcare professional reported left side deflation, extrusion, and infection (early onset). Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, extrusion, and infection (early onset).

Event description:
Healthcare professional reported left side deflation, extrusion, and infection (early onset). Device has been explanted and replaced.